Event description:
Perfusion sets leaking. Used in cvor to distribute cardioplegia solution from cpbp to svg(s). Staff usually pull a second sent off the shelf to have available in case there is a problem. Multiple surgical cases - patient information not available. Any/all of tubing sections under clamps are leaking. When a leak occurs, the cardioplegia flow is stopped, perfusion set is clamped off and discarded and a fresh, individually wrapped perfusion set is opened. No patient injuries noted. A sample of the equipment in question has been returned to the vendor. Manufactured 6/23/2020. Medline industries, northfield, il 60093 us.